Event description:
It was reported during testing of the device on april 1, 2024, the hand piece for battery powered driver wouldn't turn on. There was no patient involvement or reports of impact to surgery. This report is for one handle battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary service and repair evaluation: the repair technician reported that device failed comestics test, lock out feature did not work with battery, discolored membrane vent, dent on contact plate, patina on housing and switch plate, discolored wires and circuit board, rusted motor, device does not run in forward, fast forward and reverse modes. The cause of the issue is improper maintenance . The item was repaired per the inspection sheet, passed synthes final inspection on 17-may-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 006343 supplier lot # 006343 release to warehouse date: 11 aug 2015 supplier: (B)(6) no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.